Event description:
An ipp device was implanted on 7/3/91. A revision surgery was performed on 1/15/92. A cylinder was removed from the patient on 3/26/97 due to erosion-left cylinder and penile curvature.